Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet and the battery could not be charged.. There was no reported adverse impact to the customer's blood glucose level. New charging supplies were sent to the customer and the customer will continue to use current pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.